Event description:
The device catheter has had no chemotherapy for the last six months (per patient) so the port was explanted. After the port was explanted the physician flushed both ports and noted a tear and leaking approx 2 inches below the hub. The pt did not complain of any problems with the port during treatment.